Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient mentioned having ins explanted in (B)(6) 2019. The patient did not like the tingling sensation from the therapy and would rather have the pain than the tingling sensation. The tingling sensation made the patient "jittery." The patient mentioned the tingling of the ins had bothered them since implant date. Event date should be implant day.